Event description:
It was reported that during a bipedicular spinejack placement at l2 following a tumor ablation, one of the implants would not release from the release rod. The surgeon initially attempted to obtain a stronger grip on the release rod by using a hemostat or kocher, as well as vise grips, and then malleting up from underneath; the blue handle of the release rod came off. The surgeon then injected cement to stabilize the system. After the cement had hardened, release was attempted again, without success. The procedure was completed after a 2-hour delay when the surgeon cut the release rod off at the pedicle. No other medical intervention or adverse consequences were reported, no additional treatment is expected, and the patient is doing well.